Event description:
I received nine mercury dental fillings that caused a long list of heath problems for nine years up until I had them removed. Dose or amount: 9. Dates of use: 1999 - 2009. Diagnosis or reason for use: tooth decay. Event abated after use stopped: yes.